Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. A device history review was performed and no related no deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. The following sections have been updated: b4: date of this report . D4: expiration date, UDI . G4: date received by manufacturer . G7: type of report, follow-up number . H2: follow up type . H3: device evaluated by manufacturer: change ¿no' to 'yes. H4: device manufacture date . H6: evaluation codes . H10: additional narrative.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier: (B)(6).

Event description:
It was reported that the implant was not placed in the right spot so the doctor decided to remove the implant and graft the site.